Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed that the tip was separated from the shaft in the transition area. In addition, the device was inspected on microscope and polyurethane (pu) application was observed and indicated that was properly manufacturing. A manufacturing record evaluation 31522285l was performed for the finished device batch number, and no internal actions were identified. The damage reported by the customer was confirmed. The tip damage could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following information: do not scrub or twist the distal tip electrode during cleaning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified the tip was separated from the shaft in the transition area. Initially, it was reported that during the operation, after withdrawing the catheter from the patient, it was found that the tip of the device had been damaged. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received which indicated that the damage did not result in wires being exposed nor lifted or sharp rings. There was no resistance nor difficulty during insertion or removal of the catheter. The damage was observed on the catheter tip to shaft junction. The issue reported on the catheter tip was assessed as non MDR reportable. The risk of patient harm is considered remote. However, when the device was received for evaluation, it was observed that the tip was separated from the shaft in the transition area. This was assessed as MDR reportable with an awareness date of 20-may-2025.